Event description:
It was reported that the user experienced difficulty attaching some connectors to the ilet, consistent with a device fitting problem involving the connector/coupler; replacement connectors were shipped and education provided. Customer care provided support that included replacement logistics. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the connector/coupler. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.